Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose due to bent cannula. Customer's blood glucose was 600 mg/dl, which was treated with bolus delivery. Customer was educated on causes and prevention of bent cannula. Troubleshooting was not performed for high blood glucose due to knowing the reason for high blood glucose.